Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3403 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced injury ("injury"). At the time of the report, the outcome of injury was unknown. The reporter considered injury and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received. Reporter's information updated. Lawyer added. Case become serious-incident. Added event medical device removal. Start date updated. Stop date added for suspect drug. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3403 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced injury ("injury"). The patient was treated with surgery (essure removal ). At the time of the report, the outcome of injury was unknown. The reporter considered injury and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, pelvic adhesions, pelvic pain female, menorrhagia, dysmenorrhea, dyspareunia, live birth, parity 3, multigravida and obesity. Race - african american. In september 2012, the patient had essure inserted. In september 2012 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. An unknown time later she experienced injury ("injury"). The patient was treated with surgery (laparoscopy with bilateral partialsalpingectomy followed by hysteroscopy with ablation and curettage). At the time of the report, the outcomes for these events were unknown. The reporter considered injury and medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date :(B)(6) 2012 discrepancy noted insertion date of drug updated to (B)(6) 2012 from (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.895 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis: bilateral fallopian tubes, laparoscopy with lysis of adhesions along with bilateral partial salpingectomy - benign segments of fallopian tube with hypertrophied wall - essure devices, grossly identified endometrial tissues, hysteroscopy with endometrial ablation and dilation and curettage - benign endometrial tissue with significant crush artifact showing features suggestive of adenomyomatous polyp. Comment: the presence of significant crush artifact precludes optimal evaluation. Gross description: essure from bilateral fallopian tubes and consists of multiple fragments of tan-pink soft tissue aggregating to 2.5 cm. Two of the fragments show morphology consistent with segments of fallopian tube. Also submitted within the same container are segments of gray wire with focal coiling, the longest of which measures 14.5 cm long. [Ultrasound scan vagina] on (B)(6) 2021: findings: uterus:orientation: retroflexed. Size: 9.6x 7.2 x 6.cm commentary: there are no fibroids there may be partial visualization of the a device is in the form of linear echogenicities in the lateral aspect of the cornus. They are not clearly definable. Impression: retroflexed uterus with no fibroids. Partial visualization of the a urinary devices (as written). Free fluid in the anterior and posterior cul-de-sac. Small volumes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received .reporter information added . Medical history & lab data added including pathology test . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.